Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house clinical hcg negative urine samples. All hcg results were negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided by the customer and without patient specimen in-house analysis.

Event description:
It was reported that on (B)(6) 2016, the patient was tested on the consult hcg dipstick test and received a positive result. The patient was discovered to be 6-8 weeks postpartum. Then on (B)(6) 2016, the patient was tested again and received a "faint" positive. On (B)(6) 2016, the patient was drawn and the beta quant serum yielded a result of <1 miu/ml. On (B)(6) 2016, the patient tested positive and serum test produced a result of <1 miu/ml. No further information was provided.